Event description:
After treatment of the soft palate with radiofrequency thermal ablation to reduce habitual snoring, the pt developed an integration of the palatal mucosa that progressed to fistula formation, approx 6mm in diameter. The fistula healed without any serious consequences to the pt, however the pt with undergo a procedure to repair the fistula.